Event description:
The tip of the cochlear implant folded over as md was inserting it. Manufacturer representative was in or at the time and felt it was device-related and not due to user error. A back-up implant was then used.